Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) presented with an infection. A revision procedure was performed, during which the physician noted that the pump was firm and adhered to the skin. The device was removed and replaced with a malleable prosthesis. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event.the reported patient symptoms of adhesions and infection are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) presented with an infection. A revision procedure was performed, during which the physician noted that the pump was firm and adhered to the skin. The device was removed and replaced with a malleable prosthesis. There were no further patient complications.